Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low voltage advisory alarm approximately 20-30 min after switching to batteries. The alarm continued with new batteries and clips. The 11v internal battery was checked. The system controller was exchanged to the backup system controller. There were no further alarms.

Manufacturer narrative:
This event occurred at university hospital vilnius in vilnius, lithuania manufacturer¿s investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the submitted log files, but was not reproduced during evaluation of the returned heartmate 3 system controller. On 20aug2024 at 11:08:43, the submitted and downloaded log files captured intermittent low voltage advisory alarms due to the relative state of charge (rsoc) values on the white power cable were fluctuating below the alarm threshold. At 14:29:11, the alarms cleared for the remainder of the log files. The log files captured the backup battery being reseated at 15:05:05. At 15:13:22, the driveline was disconnected for the remainder of the log file, which is consistent with the exchange of the system controller. The low voltage advisory alarms did not impact the controller¿s ability to support the pump. There were no other notable events captured on the reported event date in the log file. The returned system controller, serial number (B)(6), passed all preliminary and functional testing. The power cables were in unremarkable physical condition, and atypical alarms were not able to be reproduced throughout testing. The provided information indicated the 14v li-ion battery clips were exchanged and the 11v backup battery was reseated, but the alarms did not resolve. After the system controller was exchanged, the alarms resolved. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to interpret and troubleshoot low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.